Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after needle deployment, when the plunger was retracted, there were no sutures connected to the plunger. Hemostasis was achieved using a non-abbott device. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.